Event description:
Initial result for a pt pro-bnp was <50 pg/ml. When repeated, the results were 5747 and 5882 pg/ml. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepant results.